Event description:
Device report from synthes reports an event in france as follows: the patient was hospitalized on (B)(6) 2022 for a fracture of the distal radius reduced by osteosynthesis. The exact implant date is unknown. The patient was re-examined after one month and presented with unscrewing of the implants placed as well as breakage of the 4 distal epiphyseal locking screws at the body-head junction in the absence of a fall. Additionally secondary displacement of the fracture site with extra-articular callus occurred. The material initially implanted was removed during a surgery revision on (B)(6) 2022 to rectify the callus and new osteosynthesis by plate. This is report 8 of 9 for (B)(4). This report is for a cortex screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown event date. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter telephone (B)(6). (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was further confirmed that there is no allegation against this device.